Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was replaced in (B)(6) 2007 because it broke. The battery was recently replaced ((B)(6) 2010) due to normal depletion. Additional information has been requested; a follow-up will be sent when additional information becomes available.